Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to no capture with high pacing thresholds. During the placement, the lead was opened and insertion was continued, but it did not enter the branch. The physician tried another branch but pace was not captured. They changed to x4 straight and was able to advance and successfully complete. This lead was never in service and will not be returned as lead was infected. No additional adverse patient effects were reported.